Manufacturer narrative:
Date sent to the FDA: 02/23/2009. Damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that the disposable hand piece failed to connect to the motor drive unit. There was no case involvement and no adverse pt consequences occurred.